Manufacturer narrative:
H10: the lot number for the device was provided, a lot history review was performed. The device was returned to the manufacturer for evaluation. The investigation is confirmed for the alleged break in the broviac catheter. The definitive root cause could not be determined based upon available information. The device is labeled for single use. H10: g4. H11: g1, g7, h6 (results & conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600544 chronic catheter allegedly experienced break. This information was received from one source. One patient was involved with no patient consequences. The 7 month old male was 7 kgs.

Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review is currently being performed. The device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600544 chronic catheter allegedly experienced break. This information was received from one source. One patient was involved with no patient consequences. The (B)(6) month old male was (B)(6) kgs.